Event description:
Pt with history of breast cancer who underwent bilateral mastectomies with implant reconstruction in 1982. Presents now for removal of left breast implant. In 2004 pt underwent surgery-explantation of left breast implant. Diagnosis was capsular contracture.